Manufacturer narrative:
Further information was requested, but not received

Event description:
It was reported that a patient presented in-clinic. Upon examination, the patient's implantable cardioverter defibrillator was found to have an error message. Further intervention was planned. No patient consequences were reported.

Event description:
Related manufacturer reference number: 2017865-2022-40293. New information received notes that another instance of the error message malfunction was noted. No further intervention or adverse patient consequences were reported.

Manufacturer narrative:
Additional information: b5: report 2017865-2022-40293 is related to this event.